Event description:
Intrauterine device implanted for contraception in 2001. In 2002 pt called md office complaining of pain and bleeding (vaginal). X-ray and ultrasound showed device in abdominal cavity.